Manufacturer narrative:
Multiple attempts were made to get clarification about the lot number, however no further information is available and the mre could not be performed. If clarification is received in the future the mre will be completed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 14, 2025, additional information revealed that the mammogram examination indicated partial deflation and an area of calcification on the right side. Further evaluation was conducted using ultrasound, which reported an anaerobic area in the posterior one-third of the upper outer region of the right breast, representing a new fluid collection surrounding the collapsed implant. The overall assessment from these findings was categorized as bi-rads 4b, suggesting a suspicious result that warrants further investigation. Date of event updated to december 11, 2024, manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent primary breast augmentation with a mentor sal siltex rnd mlv, 275cc saline prosthesis experienced bilateral implant site fluid collection, accompanied by breast pain postoperatively. At the time of this report, mentor has not received any information regarding the need for explantation or an expected date for the explantation. This report specifically pertains to one of the two sides, highlighting the potential complications that can arise following breast augmentation and the importance of ongoing monitoring and communication regarding the patient's condition.